Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated from 6 syringes. Verbatim: consumer reported finding 6 syringes within the bag with the needle hub stuck in the shield within 1 packet of 10 syringes".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0139060. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that 6 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated from 6 syringes. Verbatim: consumer reported finding 6 syringes within the bag with the needle hub stuck in the shield within 1 packet of 10 syringes".